Event description:
Received info the stimulator was in a power on reset mode. The pt was helped by medtronic's technical services to clear the power on reset. Later info received reports the pt is no longer having any device problems.

Manufacturer narrative:
(B)(4). Reason for MDR due to implementation of process improvement.